Event description:
The user facility reported the following information: after the procedure was complete, attempted to remove the sheath from the left groin, but had assistance. There was some scar tissue present, however, the physician continued to pull on the sheath, which eventually broke in half. Corrective action taken: able to remove the product without a snare. No dilator inserted. Amplatz superstiff wire was used. Pt condition-fine.